Event description:
During the af procedure, the contact force was not available. The catheter and ensite were both reconnected with no resolution. The tactisys was rebooted with no resolution. The tactisys was exchanged and a message displayed indicating the catheter was intended for signal use only. The catheter was then exchanged and the issue was resolved. The procedure was completed with no adverse patient consequences. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.